Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had surgery in (B)(6) 2003. It was noted that the surgery help the patient to walk but no follow up was ever done. It was reported that the patient had multiple myloma at the site of the surgery. It was noted that the patient would like more research performed. Additional information has been requested, but was not available as of the date of this report.